Event description:
It was reported the recharge burden for the patient's (B)(6) ipg had recently increased. In addition, the patient alleged a loss of stimulation as well as uncomfortable stimulation in the ipg pocket. An x-ray was taken for further interrogation. No visible anomalies were noted; however, a diagnostic test revealed low impedance for several lead contacts. Surgical intervention was undertaken to address these issues. Intraoperative testing of the leads found no problems. As such, the physician replaced the patient's ipg. Effective stimulation was recaptured following the procedure.

Manufacturer narrative:
This ipg serial number was included in field advisories. Evaluation: method - the device history and sterilization records were reviewed. Results - the reported complaints were confirmed. As received, the ipg had an open at pin 7 of header assembly, with other pins showing intermittent output levels based on manipulation of header. Fluid intrusion into header at the can assembly is seen at the header base, causing low impedance as seen on rapid programmer which will accelerate battery discharge rate and increase charging frequency. Review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.